Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), every patient received the same EKG result with no errors or harm; the device missed abnormal rhythm, but the patient was treated in hospital without adverse effect. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included multiple simulated waveforms and bench-handled without duplicating the customer's report. No electrde pads or accessroies were returned as part of the investigation. Possible ECG artifact may caused from patient movement, pad placement, or patient morphology. The device was tested extensively and passed successfully. The device was recertified and returned to the customer. No trend is associated with reports of this type.